Event description:
It was reported that the patient had high impedances on one lead and the lead was kinked. The investigation did not determine which lead had high impedances and the fracture. Surgical intervention occurred and the lead was explanted and replaced.

Manufacturer narrative:
Date of event: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: 17684876, batch: a000066585.